Manufacturer narrative:
Manufacturer's investigation conclusion: the reported decrease in speed and low flow alarms could not be confirmed via the submitted log files. A specific cause for the reported events could not be determined though this evaluation. It was reported that the patient had a decrease in speed and was experiencing significant pulsatility index (pi) events. The controller reportedly showed low flow alarms. The submitted controller event log file captured data from on (B)(6) 2021 and did not contain any low flow alarms or decreases in speed below the low speed limit. Of note, there were several pi events that filled the majority of the file and would have overwritten older data. No atypical events or alarms were captured. The system appeared to operate as intended at the set speed for the duration of the file. It was later reported that the cause of the speed decrease was unknown. Multiple attempts were made to obtain additional information from the customer regarding the low flow alarms; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and no further related issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing and quality assurance specification. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this IFU provides an explanation of all pump parameters, including pump speed, power, flow, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. This section also notes that the heartmate 3 employs a feature called artificial pulse. Although the clinician will set only a single speed, the rotor speed will periodically depart from this value (2000 rpm above and 2000 rpm below the set speed) in order to contribute a flow disruption that in some ways mimics native cardiac contractility. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 4 also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. C, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The handbook cautions patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a speed drop down to 4500 rpm at approximately 3:35 am. Fixed speed set at 5100 and low speed limit (lsl) was set at 4900 rpm. This patient is having significant pi events, the vad team would like to know if this speed was dropped by a user manually. Technical services reported that the time stamp 3:35 am was not available in the event log file because it was over written by newer incoming data of pi events. The set speed and lsl did not match the settings reported by the site. There were no unusual events recorded in the log file event history. The mcs equipment was operating as intended. The site reported that at the time the log files were sent, speed was 5300 rpm and lsl was 5100 rpm. At the time of the reported speed drop down to 4500 rpm, the pump speed was set at 5100 rpm and the lsl was set at 4900 rpm. The controller only showed low flow alarms.